Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low 40's mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer fell and broke their hand due to the bg level. Customer's spouse drove to them to the doctor's office to get care for the broken hand. Recommendation was made to consult with a healthcare provider regarding diabetes management.